Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had battery issues. Customer's blood glucose was unknown at the time of incident. Customer's parent stated that the insulin pump got wet, customer jumped into the swimming pool with the insulin pump on. Customer took out the battery and inserted the same battery and received a failed battery alarm. Customer inserted a new battery and the insulin pump alarmed battery out limit. Failed battery alarm troubleshooting was not completed due to customer attempted to deliver a bolus and noticed keypad anomaly, numbers were scrolling without customer input. Keypad anomaly troubleshooting was performed and completed. Advised customer's parent to have customer discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, self test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with no failed battery test alarm and unexpected battery out limit alarm noted. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.